Event description:
It was reported that this cardiac resynchronization therapy-defibrillator (crt-d) was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about 3 months. At the most recent follow-up, however, the longevity remaining decreased to explant. A save to disk was sent in for engineering analysis and it was confirmed this crt-d reached eri slightly earlier than previously displayed longevity because of the temporal decrement of battery voltage by capacitor reform. Technical services (ts) recommended device replacement. No additional adverse patient effects were reported. Currently, evidence suggests that this product was explanted.